Event description:
It was reported, that the post reamer tip found fractured, during sterilization process. There was no patient involvement. Attempts have been made. And there is no further information at this time.

Manufacturer narrative:
(B)(4). H3: the customer has not indicated, whether the product will be returned to zimmer biomet for investigation or not. Once this information is obtained, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Proposed annex g code: mechanical (g04) - drill. Updated: b4, b5, d2, g3, h1, h2, h3, h6, h11. Reported event was confirmed as visual examination of the provided photograph identified that the tip of the reamer is fractured. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.